Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint samples were evaluated and the reported event was confirmed. Visual evaluation identified the following: both drill bits were fractured at approximately .800" from the drill point. The cutting edges were dull and damaged, indicative of previous usages. The 30mm drill bit has had a potential field age of approximately 3 years 2months and the 45mm drill bit has had a potential field age of approximately 4 years 7 months. No other damages were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: 00879000705 4502359749 flexible shaft, tri-shank. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03940.

Event description:
It was reported that during surgery, the instrument was fractured. Patient involvement is unknown. Attempts have been made and additional information on the reported event is unavailable at this time.